Event description:
It was reported that the cartridge intermittently did not fit securely on the pump. Reportedly, the cartridge "popped out". There was no adverse impact to customer's blood glucose level. The customer continued to use the cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.